Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 497 mg/dl at the time of incident. The customer reported that the insulin pump had insulin flow blocked alarm. Customer already changed reservoir and infusion set for insulin flow blocked alarm. Customer discontinued because customer said that they could not find the tubing. The insulin pump will not be returned for analysis.